Event description:
The patient's vns pulse generator was replaced on (B)(6) 2013 for prophylactic reasons, with ifi = yes flag being seen. The lead was not replaced. The explanted device was returned to the manufacturer and product analysis was performed. In the lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.797 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 89.418% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2013 indicate the patient experienced a few more seizures and feels the vns is getting weaker. The notes state that the patient had an increase in seizures since the last visit in (B)(6) 2013. The patient was scheduled for an appointment with the surgeon to discuss replacement surgery; however, it was not indicated if the increase in seizures was related to a depleted battery. Notes dated (B)(6) 2013 indicate the patient has about six to seven seizures a month. They are not severe so the patient continues with his work and is doing well with that. The patient thinks the increase made last time was helpful and that the seizures are shorter. During this visit, it was noted that the vns was about a quarter full. Follow up with the site found that the pre-vns baseline levels were unknown as they were several years ago. There were no notable external factors that could have contributed to the increased seizures and decreased perception to stimulation. No additional information was provided.